Manufacturer narrative:
---

Event description:
Further information was received that in (B)(6) 2015 the patient was having issues remembering to take (B)(6) medications which resulted in (B)(6) viral load. Pathology showed light staphylococcus aureus.

Event description:
Boston scientific rec'd information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to device erosion and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.